Event description:
The manufacturer was notified that on (B)(6) 2019 a patient was intended to receive a perceval pvs21 implant. During the procedure the valve was not collapsing properly. The site replaced the valve with a second perceval pvs21 valve implant and the procedure was carried out as planned. This event added 30 minutes of x-clamp time to the procedure. No further information was received. The accessory kit used was small/medium size model icv1350 lot # ¿ 1710270085.

Manufacturer narrative:
A preliminary visual inspection was performed in order to record the gross appearance of the returned valve and accessories in their as received conditions. Photographs of the device and accessories were taken during this step. After decontamination, a visual inspection of the valve was performed according to the procedure 850-08ip200 (current revision at the time of manufacture and release) without highlighting elements of non-conformity. Two dual holders were received and, in order to identify them in the following investigation, they had been called a and b. It was not indicated which one was used first and which one as second. It is important to highlight that the dual holder named a was found bloody stained. It is a fact, even if not exhaustive, that could be related to the use and then a possible indication that the accessory called a was that one finally used in the second attempt successfully completed with the new valve. The replication of collapsing phases was performed using the returned valve pvs and accessories in both combinations with dual holders a and b. No problems were encountered with positioning the returned valve and no difficulty was observed during the collapsing phase. Both the outflow crown and the inflow skirt were collapsed and correctly captured by the holder independently to the case (a or b). Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved prosthesis or accessories because it was not possible to reproduce the claimed collapsing difficulties. No anomalies were observed during the collapsing and releasing simulations. In addition, based on experience of previous similar cases, it is not possible to exclude that the issue could be related to a valve malpositioning (i.e. Too far forward in the dual collapser), that makes the complete capture of the outflow side of the valve difficult, or, an incomplete radial reduction of the valve.

Manufacturer narrative:
A gross investigation was performed on the returned device on dec. 06, 2019. The returned prosthesis valve was received in general good conditions. The returned accessory (dual collapser and two dual holder) was received: the first one clean and second one blood stained; both in general good conditions, without problems in the movement to open/close them.

Event description:
The manufacturer was notified that on oct. 17, 2019 a patient was intended to receive a perceval pvs23 implant. During the procedure the valve was not collapsing properly. The site replaced the valve with a second perceval pvs23 valve implant and the procedure was carried out as planned. This event added 30 minutes of x-clamp time to the procedure. No further information was received. The accessory kit used was medium size model icv1350 lot # ¿ 1710270085.

Manufacturer narrative:
Event description and device information corrected from initial report. New information is as follows: the manufacturer was notified that on oct. 17, 2019 a patient was intended to receive a perceval pvs23 implant. During the procedure the valve was not collapsing properly. The site replaced the valve with a second perceval pvs23 valve implant and the procedure was carried out as planned. This event added 30 minutes of x-clamp time to the procedure. No further information was received. The accessory kit used was medium size model icv1350 lot # ¿ 1710270085.